Manufacturer narrative:
The customer reported problem was unconfirmed . The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they had no fault found. Unrelated error. Replaced keypad, due to won't turn power on. Replaced cracked rear case. Replaced 3rd party battery. A review of the device history record for sn (B)(4) was performed from 11/07/2017 to 08/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Alarm/error codes / messages was reported.